Event description:
It was reported that a tria ureteral stent was to be used in a retrograde intrarenal surgery procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a retrograde intrarenal surgery procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported. Additional information with an attached photo of the device, clarified and showed that the coil was detached during unpacking. Therefore, this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Note: additional information was received on january 07, 2026, clarified and showed that the coil was detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.